Manufacturer narrative:
Device returned to manufacturer. A product investigation was performed. The 03.037.022, lot number f-18259, 6mm/9mm cannulated stepped drill bit was returned with an approximately 3 mm x 2.6 mm (l x h) fragment of the distal tip missing. This complaint is confirmed. The broken off fragment was not returned and the location of the fragment is unknown. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device already has a broken tip. The 03.037.022 6mm/9mm cannulated stepped drill bit is a reusable cutting instrument available for use in the trochanteric fixation nail advanced (tfna) screw only proximal femoral nailing system for intramedullary fixation of proximal femoral fractures. The drill bit is used to drill for the core diameter of a tfna lag screw prior to lag screw insertion. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to excessive/off-axis force applied to drill bit tip causing a fragment of the tip to break off. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The diameter of the helix distal tip directly proximal to the missing fragment fracture point measured and found to be within specifications per relevant drawing. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown if there was patient involvement when the breakage occurred, but it was reported there was no patient involvement when the device was discovered broken. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4).supplier: (B)(4). Manufacturing date: september 22, 2015. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a stepped drill bit was found with the tip broken off. It is not known if the tip was broken in a procedure or outside the operating room. There was no patient involvement at the time the broken drill bit was discovered. The broken tip fragment is missing. This is report 1 of 1 for (B)(4).